Event description:
It was reported that the device was oily when received. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection by the repair technician. It was determined that the device would not operate correctly as the e-box required replacement as it was leaking oil. The e box and trigger assembly were replaced and the device returned to the account after passing final inspection.